Event description:
The parent reported that the zipper to the tech hub assembly becomes separated (off track) and allowed for attempted elopement of her child. The mother observed the child partially through the tech hub portal. The parent observed her child attempting to elope through the tech hub portal area. The parent explained that when the tech hub zipper is closed, there is a small gap where the child can use her finger to press and wiggle the zipper causing it to separate. The parent stated that the issue happens in both situations where the tech hub is installed and if the cloth cover is installed. Photos were provided by the parent. One photo shows a small gap at the top of the closed zipper with the cloth cover installed and the padlock is in place. Another photo shows the cloth cover installed and locked with the padlock, and approximately half of the zipper around the tech hub portal is completely separated resulting in a partially zipped cloth cover. The parent provided a short video of her explaining what she believes the problem to be, that the small gap where the two zipper ends meet allows for the child to pry the zipper apart causing the zipper chain to separate and no longer stay zipped. There was no report of injury as a result of the event.

Manufacturer narrative:
Based on the information obtained during the investigation it is concluded that the product was manufactured within specifications. The product was not returned for evaluation by sensory medical. Sensory medical sent a replacement canopy to the customer. Multiple statements are made in the cubby bed user manual regarding the safe use of the bed to prevent elopement and other safety concerns. Page 3 contains a warning "you are responsible for providing adult supervision when using this product. Page 3 of the user manual contains the warnings and precautions, specifically to contact cubby beds immediately if there is any damage. Page 5 contains a parts list, which includes the locks. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. There was no report of injury as a result of the event.